Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to address the issue. The system was tested and verified as ready for use. Isi received the unit for failure analysis and the reported failure was confirmed. The unit was tested on an in house system and passed normal mode. Error 23062 was not triggered on the system but during visual inspection found the degree of freedom (dof) 5 connector not seated properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had tried to recover the error after the collision, but the error persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and had the customer power cycle the system, but problem persists. Customer was only using 3 arms so tse had customer disable arm 3 and bring in arm 4 in its place. They are continuing with the case. Tse reviewed the logs and found error 23062 pointing to universal surgical manipulator (usm) 3 axis 4 motor not responding. The procedure was completed as planned with no reported injury.